Event description:
Physician noticed that the distal tip of the catheter was crushed, as he was flushing/preparing for use.

Manufacturer narrative:
Technical eval: there was a flat spot between 0.5 and 2.0 cm from the distal tip. There was a second flat spot between 8.2 and 9.3 cm from the distal tip. The incident was confirmed as reported. The DHR of this manufacturing lot has been reviewed. As per FDA guidance on 28aug09, catheter kinks (including oob failures) are reportable incidents.